Event description:
The customer reported yellowish image during an unspecified procedure involving an olympus camera head. There was no patient injury reported.

Manufacturer narrative:
Customer name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.